Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd microlance¿ 3 needles syringe plunger became stuck during use. The following information was provided by the initial reporter: "syringe plunger is stuck".

Event description:
It was reported that the bd microlance¿ 3 needles syringe plunger became stuck during use. The following information was provided by the initial reporter: "syringe plunger is stuck."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 180901 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not returned for this issue at this time, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained needle samples were assembled to a discardit syringe and functionally tested. All of the syringes and needles performed per specification with no signs of clogging. Through examination of the retained samples, the reported defect could not be duplicated. At this time an exact cause related to the manufacturing process could not be determined for this reported defect.